Event description:
It was reported that a home patient (hp) disconnected from the homechoice (hc) cassette during automated peritoneal dialysis (apd) therapy. Upon disconnection, the hp dropped the minicap and failed to close the transfer set. Solution leaked from the transfer set while the device¿s clamp was not closed. The hp closed the clamp and capped the transfer set with a new minicap. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. However, the home patient (hp) failed to follow proper disconnect procedures resulting in a leak from the transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. It instructs the user to disconnect and apply a minicap to the exposed transfer set end upon disconnecting. It also provides step-by-step instructions for properly conducting an emergency disconnect procedure. Should additional relevant information become available, a supplemental report will be submitted.